Manufacturer narrative:
Product complaint #: (B)(4). The serial was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that following a liver resection, the sales rep was called by the surgeon (transplant surgeon) to inform of what he called a complication after using pretransection coagulation (ptc). From what was understood, the surgeon performed the open liver resection surgery approximately one-two months prior. He used two pr 15 set at 85w for twenty five second burst of energy to coagulate the margin/transection line before resecting. The microwave ablation system was only activated under his command. Prior to using ptc intraop, the sales rep met with him to show approved material on ptc and answer any questions before it was used in the operating room. The patient described presented "yellow, a bilirubin of ten, and the whole liver described as necrosed." It was believed that the liver necrosis was identified via CT scan. There is no information on patient treatment. The surgeon is alleging that the use of the neuwave system for ptc led to the postoperative complications. Additional information was provided that the physician has been performing neuwave microwave ablation procedures for approximately the last six years. The surgeon started using neuwave for pre-transection coagulation in his liver resection cases about a year ago. He also uses advanced energy and staplers during these cases. He has performed approximately 4-5 liver resections over the last year using neuwave microwave for ptc. Information on the liver lesion or extent of the resection was unknown. It is unknown why the physician feels the neuwave device caused or contributed to the patient event. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 4/18/2019. Investigation summary: no specific case date was reported for this complaint. As such, the last 7 months of ptc cases were reviewed for the reported system (nm15nea00378). Reflected power errors were seen, which is normal for a surgical case, since the probe can sometimes lose contact with the tissue. No other issues with temperatures or other errors were seen. The complaint team has deemed the root cause unknown since there is not enough information available to complete a thorough investigation.